Event description:
The customer observed higher than expected ammonia quality control results from a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected amon quality control results were obtained from the vitros 5,1 fs chemistry system. An ocd field engineer, cleaned and performed necessary adjustments to the incubator, and replaced the incubator drive belt. The primary sample metering proboscis was also cleaned and adjusted. Following these service activities, acceptable vitros amon performance has been observed. The root cause of this event is instrument related.